Event description:
Angiogram revealed ostial stenosis in the graft to the posterior descending artery. Percutaneous transluminal coronary angioplasty (ptca) was performed and the graft was also stented. A graft to the diagonal anastomosed with a second aortic connector was noted to be "fine". Both connectors remain implanted.